Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the cable was not connected. Additional information has been requested. There was no patient involvement.